Event description:
It was reported by the rep the device was used in a laparoscopic gastric bypass. It was reported the tsb45 was used with a tr45b reload. Somewhere between the 4th -6th firing the tr45b reload appeared to have no staples in it. The tissue was cut, and no staples delivered. The surgeon restapled one side of the tissue, and over-sewed the other side. Another tsb45 was used to complete the case. The procedure was able to be completed laparoscopically. The pt was put on antibiotics since stomach contents leaked out, and the procedure took 45 minutes to 1 hr. Longer. The hosp is keeping the stapler.